Manufacturer narrative:
G4 (510k): k171712. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, sob, swelling, depression, limited mobility, loss of energy, spider web and varicose veins. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath (sob), swelling, depression, limited mobility, loss of energy, spider web and varicose veins are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on the work order. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to post deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient further alleges "spider web and varicose veins, loss of energy, shortness of breath (sob), swelling of legs and feet." Furthermore, patient alleges "I do not have the strength to do what I was used to. Can't pick up as heavy of objects. Can't walk as far as I did before. Have trouble squatting down and getting back up", and depression per computed tomography report, "the filter is aligned normally aligned along the long axis of the inferior vena cava. The superior tip of the filter is at the level of the renal veins confluence to the inferior vena cava but does not is extend above the renal veins. No fractures are identified in the struts. A medial strut visualized at the 3 :00 position as seen on the axial CT images protrudes 4 mm beyond the inferior vena cava wall to the anterior paraspinal soft tissue. None of the other struts protruded more than 3 mm beyond the inferior vena cava wall. Prevertebral soft tissues and adjacent organs appear normal." "The abdominal aorta and inferior vena cava are normal caliber. There is no retroperitoneal mass or lymphadenopathy."

Manufacturer narrative:
Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect pt inferior vena cava (ivc) filter on (B)(6) 2017 and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.